Manufacturer narrative:
The actual device was evaluated by our r & d department. It was visually examined and tested for continuity. Both electrodes tested under ohm for continuity as per specifications and aami standards. No defects were observed on either electrode.

Event description:
The "pt sustained a full thickness burn on her leg." The distributer indicated that the injury was treated with ointment. On 5/23/97, co received a letter from the physical therapist that "pt sustained a full thickness burn on her leg after receiving e-stim treatment for edema reduction." She stated that "the severity of the wound incurred did not meet the requirements outlines by the reports." Furthermore, she stated that the "client's wound was examined by "in-house" physician who instructed pt keep it clean. No specific intervention was recommended." The chattanooga electrode that co. MFR was being used with the mellter sys-stim 207. Mettler has informed the end user that the chattanooga electrodes cannot be used with mettler equipment. Co has contacted mettler to find out why co's electrodes cannot be used with their equipment.